Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported laser gantry moves down on its own. The patient was on the table but laser had not fired. The procedure was completed manually. There was no patient or employee harm reported

Manufacturer narrative:
The company service representative examined the system and found an internal spring failure for the ¿z¿ axis in the joystick. The joystick was replaced. The system was then tested and met all product specifications. The company service representative observed four surgery cases, with no problems noted. The system was examined and the reported event was confirmed and replicated. The joystick was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).